Event description:
It was reported that this device exhibited a battery depletion (bd) error. This was discovered during an office follow-up. Technical services asked if the patient had a recent procedure. The patient states yes, he had a fistula revision. A review of the device downloaded data was done by technical services. The battery voltage was steady and within acceptable limits and the device charge times were normal. The device appears to be operating normally. Technical services suspects this error is most likely a false bd alert from multiple magnet applications during the patient's procedure. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.